Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 21, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at 7:33pm on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result with the meter of ¿491 mg/dl¿ compared to ¿354 mg/dl¿ on another (unspecified) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient manages her diabetes with insulin and oral medication. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that 3 to 5 minutes after the start of the issue, she developed symptoms of ¿dizzy [and] tired¿. She reported that she was taken to the emergency room (ER), where she received treatment for her symptoms from a healthcare professional (hcp) of ¿some kind of shot with medicine¿. The patient was unable to recall the name/type of medicine involved. She denied that any other device was used to check her blood glucose level. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion requiring hcp intervention, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.